Event description:
It was reported that approximately two days post implant, the implantable pulse generator (ipg) had a pacing malfunction and the patient died. No additional details were provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.